Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs have been filed for this event. See associated reports: 0001822565-2017-01435, 0001822565-2017-01434.

Event description:
It was reported that a patient¿s left hip was revised approximately one year post-implantation due to unspecified reason. The acetabular cup and liner and head were removed. No further information has been provided.